Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an umbilical herniorraphy procedure, the device did not accommodate the defect of the umbilical tissue in addition they found out that the mesh was damage. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.